Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost 130 pounds and her ipg is now on the lateral edge of the left sacrum. Surgical intervention was undertaken and her ipg was explanted and replaced.